Event description:
During an incident in 2003 involving a pt in cardiac arrest, this unit was used approximately 5 minutes after the arrest and it delivered one shock, assessed the second time as non-shockable and aborted charge on the 3rd attempt. The pt was transported to a hosp (about 2 minutes) by ambulance. CPR had been started prior to this crew's arrival, was continued during transport and the pt was suctioned because pt was vomiting. Pt was pronounced immediately at the hosp because the dr said pt was a hospice pt. The county medical director felt, after reviewing the incident strips, that the pt's rhythm was shockable during all 3 analysis segments and wanted the unit checked out for proper operation. The customer reports the mcm has been cleared.